Manufacturer narrative:
(B)(4). Needle attachment of the closed samples rec'd was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the closed samples rec'd fulfill the specs of the OEM, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.